Event description:
The dealer reported their user has a contour select cushion which the user has complained continues to deflate. The dealer has visited the user several times and the cushion appeared to inflate properly at each visit. After their visit the right front quadrant of the cushion deflates. The dealer has been unable to identify a leak but the use has developed a pressure wound on his buttox which has required daily visits by wound care for healing.

Manufacturer narrative:
Inspection of the cushion was performed on 01/22/2026 after return. A tear was found between two cells which was producing a slow leak. The tear was located at the base between two cells making it difficult to see. The tear was located in a position in which the back of the cushion is glued to the cellular surface of the cushion. Every cushion is inspected several times through the manufacturing process. One of the final steps of the assembly process is to over-inflate the cushion and hold them overnight. Final inspection of the over inflated cushions are performed to ensure the cushion has not deflated during the holding period to ensure no unobserved leaks are present. The manufacturing records were reviewed and there is no indication that this process identified any defects. Tears such as the one observed in this investigation are caused by a pulling/shearing process. These tears are observed during the manufacturing process during the steps up to assembly and are culled out at all stages of the manufacturing process. These tears have also been observed after delivery by shearing forces on the cushion such as pulling the cushion by a cell, carrying the cushion by the cells, improper transfer technique etc. Roho was unable to rule out the possibility that this tear was present prior to assembly of the cushion. The location of the tear could have allowed the glued surface to seal the tear from leaking, masking it during the final inspection process. This is considered an isolated incident and no further corrective actions have been identified to the manufacturing process.